Event description:
It was reported that the implant was broken during mallet on the bone so it could not be fixed. All broken pieces were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. Review of the clinical information confirmed the anchor was placed using a mallet. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The correct method for inserting this anchor is to establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface. A review of the non-conformities database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Manufacturer narrative:
One 4.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. Approximately 95% of the anchors threads have broken off and were not returned. Dimensional assessment is prohibitive due to the anchors condition. The clinical details provided were reviewed which confirmed the anchor was inserted using a mallet during a meniscal repair.